Event description:
Caller alleging discrepant low readings on inratio, one meter - one lot. Inratio = 1.4, 2.4. Lab = 3.1. Time between testing 10 minutes. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.